Manufacturer narrative:
(B)(4). Cuvette lot number not provided. Method codes: actual device not evaluated. Process evaluation was performed. No ncmrs identified for this instrument. Result code: no results available since no eval performed. Conclusion: unable to confirm complaint.

Event description:
Healthcare professional reports inconsistent results with the protime microcoagulation system. Protime generated three different results for the same pt during the same visit. The first result was 7.6 inr. The nurse repeated the test generating a result of 3.1 inr and a third test generated a 9.9 inr. Pt¿s coumadin dose was reduced as a result of multiple high results. There was no laboratory comparison test performed. Pt¿s therapeutic range and any occurrence of adverse events were not reported.